Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a perforation was observed on x-ray of this right ventricular (rv) lead. The patient came back to the hospital the following day post surgery, with complaints of 'feeling pacing'. It was unclear if diaphragmatic stimulation, pain, or any other symptoms occurred. It was at this time that an x-ray was taken, which confirmed the perforation. This lead was explanted and replaced with a new lead of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a perforation was observed via x-ray of this right ventricular (rv) lead. The patient came back to the hospital the following day post surgery, with complaints of 'feeling pacing'. It was unclear if diaphragmatic stimulation, pain, or any other symptoms occurred. It was at this time that an x-ray was taken, which confirmed the perforation. This lead was explanted and replaced with a new lead of the same model. No additional adverse patient effects were reported.